Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. The investigation found that the device alarmed and exhibited error code 1720. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting error code 1720 during testing. No adverse patient effects were reported.